Event description:
It was reported that the customer required support in how to pull logs for a event that took place on (B)(6) 2022 after 19:00 a clock, which lead to a code blue at the facility.

Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer. The rse instructed the customer how to pull the logs. The customer mentioned that there was no issue with the monitor function. It is unknown how this issue was resolved. The customer has refused further support; therefore the cause cannot be determine at this time. No further investigation or action is warranted at this time.